Event description:
Continuous glucose monitor (cgm) failed to calibrate. Sensers frequently fail prior to manufacturer life expectancy. Blood sugar was 100 points lower than cgm was showing. This is a continuous failure estimated to be 95% of all cgm's used.